Event description:
This is a spontaneous report by a nurse from (B)(6) of candida a exit site infection and sterile peritonitis with cloudy effluent in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced an exit site infection and an exit site culture was positive for candida a. On (B)(6) 2010, the patient experienced cloudy effluent. At that time, the patient was diagnosed with sterile peritonitis and was admitted to the hospital for the exit site infection and peritonitis. Per the nurse, the (treatment) site thought the peritonitis was related to the exit site infection. On (B)(6) 2010, the patient was treated with amukin (amikacine) 2mg/kg, vancomycine 30mg/kg, diflucan (fluconazole), and glazidim (ceftazidime) (specific dosages, frequencies, and routes of administration not reported). On (B)(6) 2010, the patient was discharged from the hospital. The status of the patient at this time was not reported. On (B)(6) 2010, the patient experienced cloudy effluent again. Treatment with amukin, vancomycine, diflucan, and glazidim was ongoing. On (B)(6) 2010, the event of sterile peritonitis was considered resolved. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, treatment with amukin, vancomycine, diflucan and glazidim was discontinued. On (B)(6) 2010, the patient was treated with urokinase and heparin (doses and frequencies not reported) intraperitoneally. The patient was also treated with a second round of glazidim from (B)(6) 2010 (dose, frequency, and route of administration not reported). The reporter stated that the lot number of the nutrineal the patient was using at this time was unknown. It was not reported whether the event of candida a exit site infection resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.